Event description:
It was reported that the unit package of the bd¿ blunt fill needle with filter was found torn. The following information was provided by the initial reporter, translated from japanese: "the nurse for operation room unpacked vabysmo solution for intravitreal injection and then fond that the package of the needle (cat#305211) was torn."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Follow up MDR for device evaluation. It was reported the package of the needle was found torn. To aid in the investigation, one sample in a sealed packaging blister and three photos were received for evaluation by our quality team. A visual inspection was performed. First, with a 10x magnification lens and then with a 30x microscope. The bottom web is damaged about 1 3/4" from the top of the packaging blister. The damage is about 1/2" long. The area where the damage occurs shows an indentation. The indentations are the same size and distance. The three photos provided show the sample received. No other defects or imperfections were observed. A device history record review was completed for provided material number 305211, lot number 1210855. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of the automated packaging process was performed. No sharp points or any other condition that could induce the symptom reported was identified. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed, but a probable root cause could not be established. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.